Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that his pump stalled before but started working again a day later. It stalled again on (B)(6) 2019 and was alarming. They then decided that his pump had failed and needed to be replaced. The alarm setting was changed to every 2 hours. He stopped hearing the alarm and was worried because he didn't want to be taking oral medication and be getting the pump medication. The patient was able to communicate with his pump with his ptm (personal therapy manager). No patient symptoms were reported. The pump was delivering bupivacaine (15 mg/ml at 2.251 mg/day) and dilaudid (10 mg/ml at 1.501 mg/day). No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 13-jun-2019 from a company representative who reported that the pump was explanted. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication; stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving dilaudid and bupivacaine via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2019 the patient reported that the pump was alarming every 15 minutes since last night. He did not report withdrawal symptoms but reported not noticing any positive results from the pump therapy in the past several months. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿n/a¿ was noted. The patient was asked to read his pump with his ptm (personal therapy manager) and an 8476 (motor stall) code came up. The patient¿s pain management physician was contacted. The issue was not resolved at the time of this report. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 23-apr-2019 from a healthcare professional who reported that the patient was instructed to go to the nearest ER (emergency room) if experiencing any symptoms of withdrawal. The patient denied any symptoms and the pump stopped alarming on its own. The patient did not note any disruption of therapy. No further complications have been reported as a result of this event.